Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure. According to the complainant, during the procedure inside the patient, an alliance handle was used in conjunction with a trapezoid rx basket in an attempt to crush a stone. However, the basket wires broke and had to be carefully removed out of the bile duct. The sphincter of oddi was dilated and a balloon was used instead to sweep the stone out of the bile duct. There were no patient complications reported as a result of this event.